Manufacturer narrative:
Additional information was requested and the following was obtained: please confirm there was no patient consequence?- patient will undergo further surgery, because after the procedure the suture point that holds the scrotal sac, released and the testicle rose to virilia, according to report of the surgeon sent along with the complaint.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: please confirm there was no patient consequence. Patient will undergo further surgery, because after the procedure the suture stitch that holds the scrotal sac was released and the testicle rose to the groin.

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and the suture was used to hold the scrotal sac. After the procedure, the suture stitch was released and the testicle rose/ascended to the groin. The patient will undergo a further surgery.